Event description:
It was reported that a patient presented to the emergency room (ER). The patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate shock and anti-tachycardia pacing (atp) therapies. No symptoms reported. The ICD was successfully reprogrammed. The patient was stable throughout procedure.